Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device history (lot). Part number: 03.037.028. Lot number: 74p1208. Manufacturing site: haegendorf. Release to warehouse date: 02 nov 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint condition was confirmed for the scrdriver-hex 5 flex cann (p/n: 403.037.028 lot #: 74p1208). After a visual inspection per guidance, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.037.028, lot number: 74p1208, manufacturing site: haegendorf, release to warehouse date: november 2, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the scrdriver-hex 5 flex cann (p/n: 403.037.028 lot #: 74p1208) was returned and received at jrz pal. Upon visual inspection, it was observed that the distal hexagonal tip was stripped/worn. The observed condition was consistent as an end of life indicator for the device. This was consistent with the reported complaint condition, thus confirming the complaint. No other issues where identified device failure/defect identified? Yes. Conclusion: the complaint condition was confirmed for the scrdriver-hex 5 flex cann (p/n: 403.037.028 lot #: 74p1208). After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the surgeon tried to lock the internal locking mechanism in a trochanteric fixation nail advanced (tfna) nail with a flexible screwdriver and it would not engage. When inspected, the screwdriver was clearly stripped. The surgeon used an alternate instrument to complete the case. Procedure was completed successfully with a three minute delay. There was no patient consequence. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).